Event description:
It was reported that a super cap post alarm occurred. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seals broken/removed and the right plunger case screws missing. A review of the event history log identified a force sensor bridge test in the history. The power up process was performed and did not verify the reported problem of super cap post; however, force sensor bridge test error alarm was duplicated. The root cause of the force sensor error was due to fluid ingression into the plunger head because of improper use of the pump by the user. Multiple components contaminated in the plunger head were replaced to resolve the problem. The operator manual cautions the user that this pump is designed to be used in a horizontal position. If the pump is operated in any other position (including vertical), there is an increased potential for fluid leaking into the pump. If fluid leakage into a pump is suspected, remove it from use until a trained biomedical technician can test it. UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).